Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported they were completing the case and stated the universal surgical manipulator (usm) was faulting. The logs confirmed error 32097 on usm 3. The customer has already completed the case and would like field service engineer (fse) to look at the system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the universal surgical manipulator (usm) was faulting and logs confirmed error 32097 on usm3, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed the reported issue along with errors 31226 and 1126. The unit was tested on an in-house system and failed in normal mode as error 31226 was triggered. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and failed the fiber test on the parallelogram and the rolling loop. The parallelogram and rolling loop fibers were swapped with new ones and the errors went away. The original parallelogram and rolling loop fibers were reconnected and the errors returned. The parallelogram and rolling loop assemblies will be replaced as a fix to the reported problem. The complaint regarding usm issue was confirmed based on the failure analysis investigation, which indicated that the device did contribute to the customer reported issue.